Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 400 mg/dl. The customer treated her blood glucose level with the insulin pump. If it did not go down, she treated manually. The customer went to the emergency room on (B)(6) 2016 with blood glucose levels over 400 mg/dl. She was feeling weak, sick, threw up, and had nausea. The customer was wearing the insulin pump during hospitalization. The device was not returned.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at reservoir tube window corner and cracked reservoir tube lip.